Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they had been getting strange values for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on a c501 analyzer. The customer repeated the samples. The customer ran a calibration, but this failed and controls were outside of range. The customer stated that they had sodium values between 120 mmol/l and 180 mmol/l. The customer provided data for a total of 6 patient samples that were questioned. Of these, three had erroneous initial sodium results that were reported outside of the laboratory. The first sample initially resulted as 131 mmol/l. The sample was repeated on (B)(6) 2016, resulting as 141 mmol/l. The second sample, from a (B)(6) male, initially resulted as 126 mmol/l. The sample was repeated, resulting as 140 mmol/l. The third sample initially resulted as 129 mmol/l. The sample was repeated, resulting as 140 mmol/l. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The customer stated that the ise check was bad. The reagent was new. There was no fluid underneath the electrodes and there were no missing electrode seals. The customer cleaned the ise flow path, checked a water bath for dirt, and cleaned the water bath. The customer was then able to calibrate and run controls again. After cleaning the ise system, the ise check was ok after a total of 60 cycles. Calibration was ok and controls were good. The customer is monitoring for further issues and have not experienced any further issues as of (B)(6) 2016.

Manufacturer narrative:
Upon investigation of the calibration data, it was determined that the errors received during calibrations performed on the day of the event point to contamination of the ise unit. Cleaning the ise flow path as suggested was a correct action. The issue was resolved by the maintenance actions.